Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 16 mg/ml morphine at 6.606 mg/day via an implantable pump for non-malignant pain. It was reported that since (B)(6) 2015, the patient had multiple intermittent motor stalls and motor stall recoveries. The last motor stall was on (B)(6) 2016 and a recovery occurred on the same day. No emi or magnetic interaction was noted. The hcp was going to replace the pump and send the pump back to the manufacturer for analysis. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.